Manufacturer narrative:
Continuation of medical devices: 4194 lead implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had a lead integrity alert (lia) triggered for non-sustained ventricular tachycardia and elevated sensing integrity counter (sic). As well, there was no pacing, failure/intermittent loss of capture, noise, oversensing, and fracture. It was noted that the patient experienced intermittent ventricular asystole. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.